Event description:
Additional information received further reported that in (B)(6) 2015 the patient underwent mesh release and cystoscopy under general anesthesia for pelvic pain due to altis mesh. In (B)(6) 2016, the patient underwent sling mesh excision and removal under general anesthesia for dyspareunia and pelvic pain due to the altis sling.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
Patient's legal representative stated severe pain with daily activities and intercourse and ultimately surgical revision of the mesh, urinary incontinence, physical deformity, and loss of the ability to perform sexually.